Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pacing impedance values less than 200 ohms as well as noise. An insulation breach was discovered during an elective device changeout procedure. The physician used a lead repair kit, which is considered as off-label use, and lead remains in service. Lead measurements taken after changeout were still less than 200 ohms so new device was reprogrammed to turn off tachy therapy. No adverse patient effects were reported outside of prolonged regularly scheduled generator changeout procedure.